Event description:
It was reported that the indirect decompression spacer spindle cap broke during the implant procedure. The physician attempted the sagittal wiggle technique during deployment, however excessive pressure was applied causing the spindle cap to pop off and break. A smaller sized spacer was repositioned in the space to complete the procedure successfully without any complications. The broken spacer was retained by the medical facility and will not be returned as per their policy.